Manufacturer narrative:
Siemens has requested the instrument data logs for investigation. The customer stated that both systems are operational. The cause of this event is unknown.

Event description:
The customer reported discrepant po2 results for one patient on two rp 500s. There was no report of injury due to this event.

Manufacturer narrative:
The customer states that both instruments are operational and that they are within performance specification guidelines for calibration and qc (internal/external). Customer states that they ran patient correlations which are within sample criteria limits and they have no further concerns. They suspected that the samples ran that day were due to operator sample handling error and had air bubbles. The customer declined to provide any further details or data.